Manufacturer narrative:
Concomitant medical products: alcohol swabs, webcoes, lidocaine and prilocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hard nodules", "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 0.5ml juvéderm® voluma¿ with lidocaine in the cheeks, nasolabial area and pre-jowl area and 0.5ml unspecified juvéderm® volift¿ the lips and the vermillion border. Approximately 1 week later the patient was injected with 0.5ml juvéderm® voluma¿ with lidocaine in the cheeks, nasolabial and pre-jowl area. Approximately 1.5 months later the patient presented "swelling, then painless hard nodules¿ in the lips and jowl area (bilateral)". Patient treated with "hyalase (mixed with 2ml xylotox and 2 ml saline) 750 units of hyalase used on 7 occasions". Symptoms have resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00235 (allergan complaint #(B)(4)), MDR ID# 3005113652-2019-00237 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, unspecified juvéderm® volift¿.